Event description:
The patient underwent a liver biopsy. Embocube from (B)(6) medical was injected post procedure to reduce the risk of bleeding. She developed fever, chills rigor, and elevated lactic acid post procedure. She was seen in the emergency department and her symptoms improved while there, so she was discharged home.